Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a defective power pca. There was no report of patient involvement.

Manufacturer narrative:
.

Event description:
It was later clarified by the philips field service engineer that the device would not start.